Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fridge failure. A field service engineer arrived at the station and found that the housing on the remote manager was heating the frame of the smart remote manager. Adjusted the housing to align with the lock mechanism and verified proper operation several times. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI, model number, catalog number and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager fridge door had failed. The customer stated that the fridge door was unable to open, preventing access to patient-specific medication stored inside. This caused a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.